Manufacturer narrative:
The device has not been returned for investigation. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up will be submitted. On (B)(6) 2016 we became aware that this report was submitted within the required 30 day time window through the test server. Reference acknowledgement on (B)(6) 2016 with core ID: (B)(4).

Event description:
The customer reported that "the package is broken".

Manufacturer narrative:
The device history record was reviewed and no exception documents were found. The device is not expected to be returned. An investigation of the suspect device could not be performed. Because the device is not returning, the complaint is not confirmed.

Manufacturer narrative:
A review of this MDR identified typographical errors related to the date of the event, device manufacture date, and reprocessor information. All have been corrected in this report.